Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable positive elecsys toxo igg immunoassay result for one patient sample from a cobas 6000 e 601 module. The serial number was requested but was not provided. The initial result was 4.57 iu/ml (positive) and was reported outside of the laboratory.the next day, the patient complained because the previous test a month prior was negative. The customer repeated the same sample and the positive result was confirmed. An aliquot of the sample was then sent to another laboratory using another manufacturer's assay and the result was negative. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's positive result was confirmed. It was determined the assay performed within specification.